Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-11559, 11560. It was reported the patient had intermittent stimulation and also reported warming of the ipg pocket. The physician undertook surgical intervention to address the issues. It was reported the physician replaced the ipg. During the procedure, the physician found a fracture on the lead, so the lead was also replaced during the procedure. It was reported the patient received effective stimulation postoperative.

Manufacturer narrative:
Results: the complaint was confirmed. The fracture occurred 10.3 cm from paddle end of lead, on proximal side of anchor placement. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.